Event description:
Blood glucose measured 358 mg/dl back to back with 327 mg/dl performed 15 minutes later however customer did not think reading was correct and went to a lab ot have a test performed. It was reported lab measured 109 mg/dl while the customer's meter read 285 mg/dl performed within 10 minutes of each other. No treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.